Event description:
It was reported that an elbow cover on a surgical light spring arm allegedly fell off during a procedure, but did not strike anyone in the room. There was no adverse consequence reported.

Manufacturer narrative:
It was reported that the reducer ring fell during a procedure, however, the account declined to provide any patient information. As a result, no patient information is known. The catalog number provided is for the spring arm which housed the elbow cover that was reportedly involved in this event. The actual device was evaluated in the field on (B)(4) 2013. The actual device was repaired at the account on (B)(4) 2013. On (B)(6) 2013 a stryker field service technician went to the customer site and reported that the elbow cover was missing from the surgical light spring arm and that the account confirmed it fell. On (B)(4) 2013 the same service technician replaced the missing elbow cover. The root cause for this event is unknown, however, it was reported by the stryker service technician that the cover could have fallen after hitting another piece of equipment in the room. In the (B)(4) visit to the account, the elbow cover on the surgical light spring arm was replaced with a new one. There was no report of any adverse consequences to the patient or caregiver in this event.